Event description:
Surgeon using wolf insulated hook endoscopically on fascia for adhesions at 40/40 setting on the bovie. Once hook in decontamination room, noticed melting of the insulation on the tip. To date, no untoward outcome with patient. This product was bought from (B)(4) on (B)(6) 2011 and we bought 6 of them. All 6 have been sequestered.